Manufacturer narrative:
Pretest, confirmed complaint. Found buttons off the pads. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the remote was being used in a case where the pump accelerated pressure.

Manufacturer narrative:
Pretest, confirmed complaint found buttons off the pads.